Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained higher than expected (>20ng/ml) folate results generated by the access 2 immunoassay system for four patients' samples. The samples were repeated on a new reagent pack and recovered lower results. No patient data was supplied. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. A customer technical support (cts) had the customer verify reagent pack placement after reporting failing folate calibration and qc. All calculated concentrations were >20ng/ml. The customer confirmed that no pack was present in the designated slot for in-use pack. The customer also discovered a hybrid prostate specific antigen (psa) reagent pack that had expired in 2010 that was not listed on the reagent inventory. Review of this event history indicates service was not dispatched for this issue. Use error is the root cause for this event.